Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that, the patient was seen in clinic after removing the ilr (implantable loop recorder) dressing, which led to bleeding at the implant site. The patient placed the dressing back and covered it with large bandages. On assessment, the site was open with a skin tear around the area. The implant site was cleaned, antibiotic ointment and a new dressing were applied, and preventive antibiotics were prescribed. The patient was instructed to keep the area clean and return to the clinic for follow-up. No adverse patient effects were reported. This product remains in service.